Event description:
The customer took their normal insulin doses in the morning. Customer used the device to check their blood glucose at noon and obtained a result of 340 mg/dl. Customer thought their glucose should be lower since customer took their normal dose in the morning. Customer dosed three units after the device result of 340 mg/dl and customer went into a diabetic seizure. Customer's spouse called an ambulance and customer was hospitalized for two days. Customer did not provide what treatment customer received. Controls were not used on the system. The device was replaced and requested to be returned for eval.